Manufacturer narrative:
During troubleshooting, a reportable malfunction was found. The monitor was experiencing resets. Upon further investigation, the evaluation (monitor reset during pulse) was confirmed due to a broken solder connection on the t2 transformer on the defibrillator pca, causing intermittent failure. The root cause for the broken solder connection could not be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor was experiencing pulse resets.